Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested did the broken piece fall into the patient? If yes, was the piece retrieved?

Event description:
It was reported that during a laparoscopic colon procedure, during the resection the surgeon snapped off the top jaw of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached, top of the I-blade upper broken off and both pieces not returned. In addition, the cable was cut off. Due to the returned condition of the device (cable cut off) , no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.